Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that during the colon resection, the staples of the tl90 did not form. An add'l instrument was opened and the case was completed. There was no consequence to the pt.